Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system with an unknown .035 guidewire inside the wire lumen. The pump assembly, hub, effluent/supply line, shaft, and tip were visually inspected. Blood was present inside the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection of the device revealed that the distal shaft was detached at the transition between the proximal and outer shafts approximately 10cm proximal of the tip. The distal shaft and wire lumen were stretched between the markerbands and at the windows. The hypotube was pulled out of the outer shaft and was bent with the hypotube separated just proximal of the jet body. The distal end of the shaft separation was torn, indicating that there was force applied.

Event description:
It was reported that guidewire became stuck in the catheter and a catheter break occurred. The target lesion was located in the left lower limb. After a guidewire was inserted, an angiojet zelantedvt was advanced for treatment. During the procedure after around 30 seconds in thrombectomy mode, it was noticed that the catheter and the guidewire were bonding together and was moving at the same time. After multiple attempts, the guidewire could not be removed. The physician had to pull out the catheter and guidewire together. Upon removal, it was noted that the yellow core inside the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that guidewire became stuck in the catheter and a catheter break occurred. The target lesion was located in the left lower limb. After a guidewire was inserted, an angiojet zelantedvt was advanced for treatment. During the procedure after around 30 seconds in thrombectomy mode, it was noticed that the catheter and the guidewire were bonding together and was moving at the same time. After multiple attempts, the guidewire could not be removed. The physician had to pull out the catheter and guidewire together. Upon removal, it was noted that the yellow core inside the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.